Manufacturer narrative:
(B)(4). The model#/catalog# identified a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated "other#". The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The customer reported that during an infusion of "periolimel" the smartsite valve became disconnected. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.